Manufacturer narrative:
Data from the rescue event was downloaded from the AED by the customer and sent to cardiac science for analysis. The analysis determined the AED did not advise a shock following the first rhythm analysis session when the patient's ECG data was shown to be consistent with a shockable vf rhythm. Because the amplitude of the patient's ECG waveform dropped significantly during part of the rhythm analysis period, the heart rate detected by the AED temporarily dropped below the vf/vt detection threshold resulting in a nonshockable rhythm classification. During the second rhythm analysis session, the AED detected the patient's vf rhythm as shockable and delivered a shock which successfully converted the patient's vf rhythm into an idioventricular rhythm.

Event description:
AED was used at a sports hall on a patient with sca. The rescue data file was downloaded from the AED following the event and examined by a cardiologist at (B)(6) hospital. The cardiologist stated that the AED didn't advise and deliver a shock for a shockable vf rhythm. The patient was hospitalized and improving.